Event description:
Reporter stated that patient obtained the following back-to-back results on the compact plus system: 3.8 mmol/l and 0.8 mmol/l, 8.2 mmol/l and 0.8 mmol/l, 4.7 mmol/l and 0.9 mmol/l, 4.1 mmol/l and 0.9 mmol/l, 3.4 mmol/l and 0.9 mmol/l, 4.7 mmol/l and 1.0 mmol/l, 4.1 mmol/l and 0.7 mmol/l, 5.0 mmol/l and 1.0 mmol/l. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).